Event description:
It was reported that the tube did not inflate and a hole was discovered in the cuff. Per additional information received, the tube appeared to be cut.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report wil be filed.